Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy probe was not working due to the tubing being clogged during the procedure. Procedure was completed with no patient harm. Additional information and sample has been requested.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The unused posterior pak was visually inspected. No occlusion was observed on the probe at the cutter. The cutter is in the opened position. The probe was then tested on a console, the probe was able to cut in momentary mode. No anomalies were observed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. (B)(4).